Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the patient had fast ventricular tachycardia in the ventricular fibrillation zone treated with shocks. The first shock was delivered due to abnormal impedance value of high voltage portion of the lead. A second shock was delivered with success. The patient was contacted and recommendation were made to come into the emergency room. During interrogation the lead impedance and sensing thresholds were stable. However only impedance measured at time of high voltage therapy that it appeared to be abnormal. The patient was hospitalized for lead replacement date is not yet determined. The patient was doing well before, during and after the event. No intervention at this time.